Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd luer lok¿ syringe was found with foreign material. It was reported ¿when the syringes were felt they were almost etched with extra oil on the inside.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: a photo and a quicktime video were received by bd (B)(4) and evaluated. The video showed a 3ml syringe from different angles. The barrel of the syringe appeared to have a molding defect likely originating in the core of the cavity of the mold which resulted in such appearance of the plastic. A device history record (DHR) review for batch 7121991 (p/n 309572) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121991 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.